Manufacturer narrative:
Name and address: (B)(6). Phone: (B)(6). Fax: (B)(6). PMA/510k #: preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, while using a performer introducer for an aortic operation, the dilator split the sheath at the distal end. The physician wanted to use the coda balloon catheter to cannulate the right lumen in the preexisting abdominal protheses. He attempted to gain access through the right groin into the abdominal aorta since there was tortuous, calcified, or scarred anatomy of the left side. Using the middle size of the dilatator included in the package, the blue performer introducer was split at the distal end. They used a new, smaller size device to complete the procedure. They noted that "5000 units" of heparin were given. The patient has reported as doing well. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. B5: upon return and evaluation of the complaint device, the tip of the sheath was not split as originally reported. H1: this event is not reportable. The tip of the device was out of round and damaged, but was not split. Per a search of risk documentation and previous complaint data, there is no evidence to suggest that this device failure would be likely to cause or contribute to a death or a serious injury if the failure were to recur. Furthermore, there is no evidence that the device caused or contributed to a serious injury, as no life-threatening or permanently impairing injury was alleged, nor was intervention taken as a result of the device failure which would be required to prevent permanent impairment or damage to the patient. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction.

Event description:
Upon return and evaluation of the device, the tip of the sheath was not split.